Event description:
The hcp reported the pt had been experiencing ineffective pain control and swelling at the pump site. A dye study was done. The results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis. The pt outcome was reported as excellent. A follow up report will be sent if additional info is received.

Event description:
Additional information from the hcp reported the pump had been reprogrammed with an increase in morphine and an abdominal binder was given to the patient. After the replacement surgerym the patient recovered without sequela.